Event description:
It was reported, the evis lucera gastrointestinal videoscope exhibited foreign matter in the channel tube. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign matter remained inside the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not conduct reprocessing properly due to leakage and the foreign material temporarily remained inside the channel. However, a definitive root cause could not be determined. User can detect and prevent the suggested event by following instructions for use (IFU) below. Detection method is described in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 ¿preparation and inspection¿. Preventive measure is described in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Reprocessing manual ¿cleaning, disinfection, and sterilization procedures_ leakage testing_ performing the leakage test¿ ¿during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus¿. Olympus will continue to monitor field performance for this device.